Event description:
The customer reported that after activating the pencil, the surgeon placed the device on the drape where it continued to activate on its own and melted a small hole in the drape. No patient injury occurred.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. Nothing was identified that would have caused or contributed to the reported event. The (B)(4) instructions for use (IFU) warns to always place the active accessory in a clean, dry, insulated safety holster when not in use. Accessories that are activated and hot from use can cause unintended burns to the patient or surgical personnel.